Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator mid-urethral sling system was implanted on (B)(6), 2008. According to the complainant, post-procedure, the patient suffered from chronic pain, bleeding, severe and frequent infections, and dyspareunia. The patient also suffered disfigurement, emotional distress, and permanent destruction of pelvic and vaginal tissue warranting additional surgical intervention. All other information, including the patient's current condition, is unknown and reportedly unavailable.